Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model lxa21, s/n (B)(4), were pulled and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model lx) mitroflow aortic pericardial heart valve at the time of manufacture and release. This mitroflow valve was explanted after 5 years due to a reported prosthetic degeneration. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . Histological analysis identified gram positive bacteria spread inside the pericardium. Prosthetic valve endocarditis is a complication of cardiac valve replacement that can cause early structural valve deterioration . It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided.

Event description:
The manufacturer was notified on 11 oct 2016 that a mitroflow valve was explanted after 5 years due to degeneration of the device. A perceval, pvs21 was implanted.